Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the battery and the uninterruptible power supply (ups). The system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the battery would not hold a charge. Analysis found that the reported event was related to a electrical issue. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-04-05 00661355 (rep): medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that when the system was unplugged from the wall it would shut down almost immediately. There was no patient involved with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that when the system was unplugged from the wall it would shut down almost immediately. There was no patient involved with this issue.